Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that battery consumption on this device was found to be 168% of the expected level, causing the battery to deplete faster than expected. Review determined that the device was experiencing greater than expected radio frequency (rf) time per day and that there was medium rf interference in the patient's home environment. It was suspected that the rf issue may have caused or contributed to the increased battery consumption. The pacemaker remains in service. No adverse patient effects were reported.